Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test and was unable to prime during the prime/compromised force sensor system test due to the loose/protruded drive support disk. The motor was tested outside the device and passed the motor test. They were unable to perform the occlusion and prime/compromised force sensor system test due to the motor error alarm. The pump passed the unexpected restart test and the self test. All operating currents are within the specification. There was no unexpected low battery or off no power alarm noted. The pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads. The pump was received with missing segments/clear line on the lcd glass due to a cracked zebra connector on the lcd board.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind. Customer had some motor error alarms in the alarm history. Customer's blood glucose was normal and did not require medical treatment.